Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent problem has been ruled out since calibration and qc were acceptable. The issue could be related to a very high ggt in the patient sample, however, since a ggt result from the patient could not be provided, this could not be confirmed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for nh3l ammonia (nh3l) on a cobas 6000 c (501) module. It is not known if the erroneous result was reported outside of the laboratory. The initial nh3l result was 116.6 umol/l. The repeat result was 49.2 umol/l. The sample was repeated twice on another c501 module and the results were 48.4 umol/l and 53.0 umol/l. There was no allegation that an adverse event occurred. The nh3l reagent lot number was 273314. The expiration date was not provided. The customer is not having any problems with other assays. The customer also stated the sample and reagent probe look ok and cleaning is performed regularly. Based on a review of the reaction monitor, there was an abnormal reaction at the time of the initial result of 116.6 umol/l. Calibration signals appear to be ok but an "std.e" error occurred frequently. Qc results were well within range. During a review of the alarm trace from the day of the event "abnormal probe sucking" alarms were produced.